Event description:
It was reported that a dye study was done. A catheter break occurred. The patient experienced generalized pain from lack of narcotics. There was no known or reported falls or trauma to the catheter of insertion site. The catheter was replaced. On the same day, that patient status was ¿alive-no injury¿. The device system was used to deliver infumorph 50mg/ml at ¿8.996¿.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013. Product type: catheter: product ID 8832, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the catheter found the catheter body to be broken along with a user related hole.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.